Manufacturer narrative:
Buffalo filter verified that the reported lot code for the plumepen was manufactured with the higher force dome button enhancement to prevent buttons sticking. Buffalo filter has not received any complaints for the button sticking since the higher force button was placed on the market. Given that no one from the bovie continuing after the button release was reported, we are concluding that the superficial burn was caused when the doctor laid the plumepen on the patient while it was still hot and not in the holster as instructed in the dfu.

Event description:
(B)(4).